Manufacturer narrative:
A system service check of the stellant CT injector, serial (B)(4), was completed on july 20, 2018 which confirmed that the injector was operating within bayer specifications. The stellant disposable set that was in use during the procedure was discarded by the site and therefore not available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. Additional applications training were offered; however, the customer declined. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted.

Event description:
The following information was reported by the customer: a female inpatient with a history of pancreatic cancer underwent a CT scan of the chest with intravenous contrast to rule out a pulmonary embolism for a complaint of chest pain. The site reported that the patient had a power port which was "flushed and set up per their protocol and policy". When the patient arrived to the CT department, the technologist noted that the power port was connected to multiple IV pumps. The contrast was administered through this power port. The exam was performed and the patient tolerated the exam. After the patient returned to the inpatient unit, she complained that she was "feeling different and worse". The radiologist reviewed the images and reported that "less than or equal to 5 ml of air" was visualized in the patient's heart and main pulmonary artery. The patient was transferred to a trauma center for observation and was later discharged to home without further issue.